Event description:
Pt advised that one of her cadd solis pump (serial number: unknown; expiration date; unknown.) Screens is cracked. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Reported product fault did not occur while in use with pt. Product issue did not cause or contribute to pt or clinical injury. Device associated with event available for investigation, pending return by pt. Pharmacy to replace device. Pt had a backup device to switch to and was able to successfully continue infusion. Infusion is life sustaining. Outcome: resolved. No further info.